Manufacturer narrative:
The reported event of reset was confirmed. As received the device was in backup mode and battery level was at normal operation level. Analysis of device image and field information indicated the reset occurred consistent with an anomalous integrated circuit (ic) on the hybrid. Longevity estimation was performed and device had normal depletion based on device usage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. All manufacturing operations were completed and signed off.

Event description:
It was reported that prior to a procedure the implantable cardioverter defibrillator (ICD) was found in back-up mode. The ICD was not used. There was no patient involved.